Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer had an alternate pump for insulin therapy.